Event description:
It was reported that the customer's insulin pump had a blank display. He also received a failed battery test. His blood glucose level was 224 mg/dl. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.